Event description:
It was reported that during a clinic visit, it was noted that the impedance on the right ventricular lead has increased slowly over the past eight months, and seems to have plateaued. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance was noted. Two patient alerts for right ventricular pace lead impedance of 1016 ohms occurred on (B)(6)-2012 03:00:03 and (B)(6)-2012 03:00:02. Weekly pace lead impedance log data shows a gradual increase for min and max ventricular pace impedance of 416 to 1016 ohms peak between (B)(6)-2010 and (B)(6)-2012.

Event description:
It was reported that during a clinic visit, it was noted that the impedance on the right ventricular lead has increased slowly over the past eight months, and seems to have plateaued. It was further reported that impedance continued to increase and triggered an alert. It was also reported that there were increasing right ventricular thresholds so output was increased to maintain adequate pacing margins. The lead was capped and replaced. No patient complications have been reported as a result of this event.